Event description:
It was reported that the programmer lid was in need of repair, that it did not open readily and was in fact quite difficult to open. It was further noted that the data card was jammed in the slot and it was requested that it be removed. It was also requested that any missing outer parts be replaced. The programmer was returned for repair. It was analyzed and tested out of specification. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the hinge plate screws were missing and loose causing the lid to be hard to open, the eject button was broken off, the hinge cover was missing, the electrocardiogram (ECG) connector was loose, the upper case was damaged near the retention strap string, and the antenna was out of specification. (B)(4).